Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was inserted into the patient, but could not be advanced into the vein due to the needle piercing through the catheter's shaft. A bruise formed on the patient as a result of "digging" for the vein. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the nurse did not "flick" or twist the catheter prior to inserting. Once she had the cath inserted she was essentially "digging" for the vein pulling slightly in and out and attempting to advance catheter when a large hematoma formed, she then pulled the catheter all of the way out and had this."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga insyte autoguard blood control winged IV catheter unit within an opened package, from reference number 382623, lot number 9326959. The unit has all components present less the protective needle cover. In addition, two photographs were received which displayed similarities to that of the returned unit. The needle is piecing through the tubing wall midway down the catheter which is indicative of a spear through. Further microscopic evaluation of the unit reveals there is thick media present at the bevel and notch of the needle. The cut in the catheter tubing has the characteristics of a ¿v; shape where the needle had pierced which again is indicative of a spear through. The reported issue was confirmed. From the appearance of the unit, a spear through would have likely been noticeable before the venipuncture. The presence of the dried media in the catheter tubing indicates that venipuncture occurred. This type of damage was likely to occur in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was inserted into the patient, but could not be advanced into the vein due to the needle piercing through the catheter's shaft. A bruise formed on the patient as a result of "digging" for the vein. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the nurse did not "flick" or twist the catheter prior to inserting. Once she had the cath inserted she was essentially "digging" for the vein pulling slightly in and out and attempting to advance catheter when a large hematoma formed, she then pulled the catheter all of the way out and had this."